Event description:
It was reported to philips that the geometry movements were not available. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use at the time of the reported event. The customer was performing electro-physiology treatment, which was completed by moving the patient to another system. The philips remote service engineer (rse) analysed the system remotely and confirmed that the geometry movements were not available. Upon troubleshooting the rse determined that the system gave an alert related to geo movements that were not available, and the system rebooted three times, but the issue persisted. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the tilt amc drive did not had any connection with 24v power supply in the cabinet. The fse confirmed that the tilt amc ethercat drive was defective and needed a replacement. To resolve the issue, the fse replaced the tilt amc ethercat drive and performed the table geometry currents calibrations. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.